Manufacturer narrative:
This complaint is being reported by zimmer biomet as cmp-(B)(4).

Manufacturer narrative:
(B)(6). The customer returned a skin graft mesher device for evaluation. Zimmer biomet surgical has not previously repaired/evaluated this skin graft mesher. The skin graft mesher was manufactured on august 4, 2015, and was 9 months old at the time this complaint was generated. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher revealed that there were nicks and scratches on the mesher handle. The latching pins engaged as intended and the comb was significantly deformed. There was minor wear on the roller gear and the ratchet was wedged onto the roller extension and could not be removed. The test mesh was unable to be performed due to the nature of the ratchet and comb. It appears that the customer attempted to remove the wedged ratchet and significantly galled to the upper portion of the roller shaft extension. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the roller, damaged comb, and repaired the ratchet. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection it was noted that the ratchet was wedged onto the roller extension and could not be removed. The root cause of the reported event could be specifically determined, and is related to an issue with the alignment of the ratchet handle with the roller shaft extension. The IFU states that ¿if there is trouble with the insertion, verify that the correct ratchet handle is being used. If the correct ratchet handle is being used, then the roller extension end may be misaligned with the similarly shaped end of the ratchet handle. To facilitate alignment, grasp the knurled roller and keep it stationary, then turn the ratchet handle until the two shapes match and then push the ratchet on completely.¿ the skin graft mesher was repaired, tested and returned to the customer.

Event description:
It was reported the handle was not "getting off". It would not come off of the device. Investigation results revealed the comb was significantly deformed. No patient involvement. No adverse events have been reported as a result of the malfunction.